Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Review of the history log confirmed multiple events of system error 322 alarms. The eval was unable to reproduce the system error 322 alarms. The eval found that the upper auxiliary sub-assembly and the lower auxiliary flex assembly were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump was out of order. It was also reported that there was no pt injury.